Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37092, lot# 232310001, implanted: (B)(6) 2009, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752 , serial# (B)(4), product type> recharger. (B)(4).

Event description:
It was reported that the patient experienced stimulation from their implantable neurostimulator (ins) in the wrong location and had less than 50% therapy relief at the lead location. The patient used to feel the stimulation in their left foot and now could only feel the therapy down to the left heel. It was noted that the patient had a fall in the (B)(6) and that the stimulation had not been the same since then. Reprogramming was performed but was unable to provide the therapy to the foot area. Additional diagnostic testing included impedance testing (results not reported). It was suggested that new images be taken of the lead position since the fall to compare the location at implant. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.